Event description:
It was reported that approximately four months after implantation of a vena cava filter, a detached filter limb was discovered in the pericardium. Emergent open heart surgery was performed to remove the detached filter limb. The filter remains implanted. The current patient status is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown.